Event description:
Upon further review it was found that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 2/5/2025. Updated section a and updated b5. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a expulsor. As a result, the expulsor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails accuracy +6.65%. No additional information. There was unknown patient involvement.